Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for routine device follow-up. Upon interrogation, the atrial lead exhibited noise. The patient presented for routine generator change out and the right ventricular lead exhibited elevated lead impedance and an increase of the capture threshold. Both leads were explanted and replaced on 6/8/2018. The patient¿s condition post procedure was stable.

Manufacturer narrative:
A partial lead with the distal segment measuring 40.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.